Event description:
It was reported that the patient had her pain stimulation leads removed in (B)(6) 2010. Follow-up was performed to determine if there was a 50% or greater symptom reduction, what the cause of the event was, if it was device related, and how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# l53087, implanted: (B)(6) 1998, product type: lead; product ID 3210, serial# (B)(4), implanted: (B)(6) 1998, product type: transmitter; product ID 3487a-33, lot# l53089, implanted: (B)(6) 1998, product type: lead; product ID 3487a-33, lot# l53089, implanted: (B)(6) 1998, product type: lead; product ID 3487a-33, lot# l53087, implanted: (B)(6) 1998, product type: lead. (B)(4).